Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm portico valve was implanted into a patient with a past medical history of chronic lung disease. On (B)(6) 2023, the patient developed oxygenation disorder and a residual hematoma was observed in the right groin. CPR was administered, a chest x-ray was conducted, ventilation was administered, and it was discovered that the patients chronic lung disease had developed into pneumonia. Medication was administered to treat the pneumonia. On (B)(6) 2023, the patient had increased kidney values and was diagnosed with kidney failure. On (B)(6) 2023 the patient reported intermittent dizziness. Pacemaker frequency was increased. The patient had extended hospitalization. The patient is reported to be discharged.

Manufacturer narrative:
An event of residual hematoma, pneumonia, intermittent dizziness and kidney failure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.